Event description:
Information received indicates the left intermediate siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch assembly was sticking open. He cleaned the latch assembly to repair the bed.